Manufacturer narrative:
Continuation from d10: product ID: afapro28; product type: balloon catheter. Product ID: 990063-020; product type: mapping catheter. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical impact of cryoballoon posterior wall isolation using the cross-over technique in persistent atrial fibrillation. Pacing clin electrophysiol. 2024; 47:1326¿1337. Doi: 10.1111/pace.15058. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the clinical impact of cryo balloon posterior wall isolation using the cross-over technique. There were patients who experienced transient phrenic nerve palsy with complete resolution. One patient experienced arteriovenous fistula which required surgical repair. There were also patients who experienced atrial fibrillation and atrial tachycardia recurrence. Some of which, required a redo ablation. The status of the devices is unknown. No additional adverse patient effects were reported.